Manufacturer narrative:
The investigation is ongoing. Device not available for return.

Event description:
As reported from our affiliates in (B)(6), approximately one month post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve inside a non-edwards surgical valve, the patient's valves were explanted, and a non-edwards surgical valve was implanted due to moderate paravalvular leak (pvl). In addition, the patient had symptoms of dyspnea. Prior to the tavr procedure, the patient had presented with aortic insufficiency which remained as moderate pvl post tavr procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no medical records or relevant imagery were provided. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU/training manuals, it notes that it is not recommended to perform sapien 3 in surgical valve procedures with a concomitant paravalvular leak. Additionally, device explant and paravalvular regurgitation are listed as potential risks associated with the transcatheter aortic valve replacement (tavr) procedure, the bioprosthesis, and the use of its associated devices and accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for paravalvular leak (pvl) was unable to be confirmed due to unavailability of medical records and relevant imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the reported event. A review of IFU/training materials revealed no deficiencies. As reported, "a valve-in-valve procedure was performed with a 29-mm sapien 3 valve inside a surgical valve (non-edwards device). Approximately one month after the procedure the patient had prosthetic aortic insufficiency that remained moderate despite tavi. In addition, the patient had symptoms of dyspnea. There was no disinsertion of the prosthesis, but persistence of a leak is periprosthetic with a single anterior jet after the procedure: transition from grade IV to grade I periprosthetic aortic insufficiency", and "as per information received, the event is related to device malfunction and the cause of paravalvular regurgitation is the severity of the aortic insufficiency present initially before the tavi." Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. In this case, there was a pre-existing surgical valve with paravalvular regurgitation observed prior to the sapien 3 valve implantation. This could create a challenge for the sapien 3 valve to seal against the target site due to the pre-existing leak between the pre-existing surgical valve and native annulus. Per the training manual, "assess mechanism of bioprosthetic valve failure as part of screening for exclusions. (It is not recommended to perform sapien 3 in surgical valve procedures with a concomitant paravalvular leak, where the surgical bioprosthesis is not securely fixed in the native annulus or is not structurally intact.)" In this case, available information suggests that patient factors (pre-existing valve with paravalvular leak) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.